Event description:
The customer reported that the machine alarm speaker was faulty. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system had no audio. The fse replaced the customer's device speaker components to resolve their issue. The philips field service engineer (fse) replaced the customer's device speaker components to resolve their issue. Sound was confirmed after repair. Report phone# (B)(6).